Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the event; however, none was provided by the account. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 14 days. Patient sex was requested but no information was provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient developed multi-system organ failure in the post-operative course and remained in the intensive care unit. Palliative care was initiated and the patient expired on (B)(6) 2018. It is reported that the lvad was functioning as intended and no autopsy was performed. It is reported that the vad will not be returning. Further information was requested but no further information was provided.